Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using a bipap synchrony. There was no allegation of device malfunction that occurred. The reporting facility stated the patient may have been given the wrong type of device or the alarms were switched off. The intended use of the bipap synchrony state, " the device is intended to provide non invasive ventilation for pediatric patients 7 years or older >18.2kg (40lbs) and adult patients >30kg (66lbs) with respiratory insufficiency or obstructive sleep apnea. This device may be used in the hospital or home. The device is intended for use with nasal masks and full face masks as recommended by respironics." Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient expired while using a bipap synchrony. There was no allegation of a device malfunction that occurred. The reporting facility stated the patient may have been given the wrong type of device or the alarms were switched off. The intended use of the bipap synchrony states," the device is intended to provide noninvasive ventilation for pediatric patients 7 years or older >18.2kg (40 lbs) and adult patients > 30kg (66lbs) with respiratory insufficiency or obstructive sleep apnea. This device may be used in the hospital or home. The device is intended for use with nasal masks and full-face masks as recommended by respironics." The device has yet to be returned to the manufacturer's service center at this time. A follow up report will be submitted when the manufacturer has completed the investigation.